Event description:
Report received of an overdelivery of chemotherapy. The customer reports that the pump was set to deliver an unspecified chemotherapy drug at 19ml/hr, 500ml bag. Approximately three hours later the nurse noticed that there was more gone from the bag than expected. The patient received 400ml's of chemotherapy in three hours. The nurse checked the rate on the pump and confirmed that the rate was set at 19ml/hr. The patient's physician was called and the patient was ordered to push oral fluids. No intervention was required. The patient was discharged home the same day. The pump was taken out of service and brought to biomedical engineering. No report of adverse patient effect. Additional patient information was requested, but no further information was available.